Event description:
It was reported that the lead integrity alert (lia) triggered; however, the patient did not hear the tones. The device was replaced due to a lead revision procedure and downgrade to a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory was performed and no anomalies were found. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6930 implantable tachy lead, (B)(6) 2005; 5594 implantable pacing lead, (B)(6) 2005; 4194 implantable pacing lead, (B)(6) 2005. (B)(4).